Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. The act and esc buttons were unresponsive. Customer's blood glucose level was 135 mg/dl. The device will be returned.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act button due to corroded keypad traces.